Event description:
It was reported to philips that the system was unable to boot up. The device was outside clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this compliant.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to boot up. Upon troubleshooting, fse found that the system didn¿t boot and had a software issue. To resolve the problem, fse reloaded the software version 2.2.7 and performed all the configuration. After that, the system was returned to use in good working order. The system was returned to use in good working order.